Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 2 months after the dental implant was installed in intraoral region 24#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, the patient presented bone type iii, immediate load and immediate implant procedures were performed and biomechanical overload has occurred.